Event description:
This supplemental report is being filed to provide additional information regarding trend inclusion. It was reported that the patient had two inappropriate shocks due to oversensing of noise via reduced intrinsic amplitudes. Also, the shock impedances were 103 and 105 respectively. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the complaint summary for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient had two inappropriate shocks due to oversensing of noise via reduced intrinsic amplitudes. Also, the shock impedances were 103 and 105 respectively. There were no additional adverse patient effects. The system remains implanted.